Event description:
It was reported to philips that the m3538a battery for the device failed to charge. There was no patient involvement.

Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Furthermore, h6 has been updated to represent the evaluation performed on the actual device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the m3538a battery (19042-0300-p) for the device failed to charge. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, suggesting the battery was depleted or faulty. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. A review of the parameters showed that the battery mode cf flag was set indicating that the component was in need of calibration. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to charge to a functional level, the battery relative state of charge was found to be 96 percent rather than the expected 100 percent. It was further noted that the battery operation status vdq was found to be in a set mode after calibrations were completed. Due to this abnormality, the component was scheduled to be returned to the vendor.

Manufacturer narrative:
The battery was successfully calibrated and the flag returned to normal. As such, there was no sign of a component failure and the battery was deemed to be fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the m3538a battery (19042-0300-p) for the device failed to charge. There was no patient involvement.